Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device needed service. During servicing, the device was found to have a bent neuro tip. It is unknown if the device was used during surgery. It is also unknown if there was any injury, medical intervention or surgical delay related to the event. No additional information available.